Event description:
The patient is a female who underwent gastric bypass surgery in 2006, and was discharged three days later. Thirdteen days later, the patient had chest discomfort and felt weak and collapsed at home. In the emergency room she was hypotensive (blood pressure bout 75 mm, which responded promptly to intravenous fluids) and hypoxic (po2 of 52 on room air, that responded to supplemental oxygen). A chest CT scan showed extensive bilateral pulmonary emboli and suggested that the filter had tilted. Heparin was started. The patient had an inferior vena cavagram in interventional radiology, which showed that 3 of the legs of the filter had been displaced cephalad and the apex had tilted. The filter had not migrated. There was a huge thrombus extending from the displaced legs cephalad and almost completely filling the ivc from the filter legs up to the right atrium. The appearance is consistent with the patient having had a huge embolus that hit the filter and displaced the filter legs, causing the embolus to float upwards beyond the filter with an attachment to the displaced legs and some of the embolus fragmenting and floating to the pulmonary arteries. This is a potentially life threatening amount of thrombus.